Manufacturer narrative:
An examination/investigation will take place once the defective device has been returned. When the investigation has been completed, a supplemental will be filed with the results.

Event description:
Customer received two cases of needles that the packages were unsealed.